Manufacturer narrative:
Manufacturer's investigation conclusion: transient low flow alarms were confirmed through review of the submitted log files; however, a specific cause for this finding could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. Review of the submitted log files confirmed transient low flow alarms on (B)(6) 2024. Elevated pulsatility index (pi) values were also noted during the low flow events. Multiple pi events were also captured. The system appeared to be operating as intended at the stored patient speed, and there were no other notable alarms active in the log files. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 1 of the IFU also provides an explanation of all pump parameters, including speed, flow, power, and pulsatility index (pi). This section explains that pump flow is a calculated value that is estimated based on pump power. Section 1 explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (ie, the pump is providing greater support and further unloading the ventricle). Section 1 also describes the artificial pulse mode during which the rotor speed will periodically depart from the fixed speed by 2000 revolutions per minute to contribute to an intentional flow disruption. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 4 also explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was seen for a ramp echocardiogram (echo). The patient experienced frequent low flow alarms. The pump parameters before the echo were a pump speed of 5400 rotations per minute (rpm), a flow of 3.6 liters per minute (lpm), a power of 4.0 watts, a pulsatility index (pi) of 5.6, and a doppler pressure of 94 mmhg. It was noted that the patient was in bigeminy during the echo. At 5500 and 5600 rpms, the patient experienced more premature ventricular contractions (pvcs). At 5700 rpms, the patient had a pi event with a speed drop. The patient tolerated the ramp echo well and had no symptoms of dyspnea, chest pain, dizziness or syncope. The pump parameters after the echo were a pump speed of 5100 rpm, a flow of 3.1 lpm, a power of3.6 watts, a pi of 6.1, and a doppler pressure of 80 mmhg. The event log files captured low flow events on 29mar2024.